Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: jtcvs tech. 2024 aug 29; 28:168-172. Doi: 10.1016/j.xjtc.2024.08.007. Pmid: 39669326; pmcid: pmc11632342. Https://doi.org/10.1016/j.xjtc.2024.08.007.

Event description:
Outcomes of a novel double-stapled anastomotic technique in esophagectomy. The aim of this study was to present a case of 234 patients underwent esophagectomy. Two hundred ten utilized a ds (n ¼ 86) or ss (n ¼ 124) anastomotic technique, comprising the study group. 3-0 vicryl (eth) are placed through the posterior wall of the esophagus and just cephalad to the planned location of the gastrotomy and was used to closed the anterior opening. 4-0 polydioxanone (eth) was used to closed anterior opening. Reported complications: 3-0 vicryl (eth) 4-0 polydioxanone (eth) single posterior stapled, anterior handsewn technique group (ss) - (n=124). Anastomotic leak among any approach (n=16) treatment: not reported. Anastomotic leak among cervical anastomosis (n=11) treatment: not reported. Anastomotic leak among transthoracic anastomosis (n=5) treatment: not reported. Anastomotic stricture among any approach (n=46) treatment: not reported. Anastomotic stricture among cervical anastomosis (n=41) treatment: not reported. Anastomotic stricture among transthoracic anastomosis (n=5) treatment: not reported. Delayed conduit emptying (n=20) treatment: not reported. Unknown event (n=13) treatment: not specified but there were patients had 30-day readmission with unknown cause. In conclusion, this study did not include a partially hand-sewn comparison group, a technique traditionally employed in cervical anastomoses. Although limited by the nonrandomized, retrospective design, the result remains significant in multivariable adjusted analyses, suggesting the ds technique could reduce esophagectomy morbidity and mortality through improved anastomotic outcomes.